Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refy3518 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "line leaking up by the hub. The patient came in to the ER because it wasn¿t working. We did all the stuff. It was kinked because it was now 7cm out when we placed (B)(6) 2022 it was 0cm. Once we got the kink out it worked but then we noticed leaking."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking line near the hub was confirmed. The product returned for evaluation was one 4fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a split was observed just distal of the molded joint. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. H3 other text: evaluation findings are in section h11.

Event description:
It was reported by the customer "line leaking up by the hub. The patient came in to the ER because it wasn¿t working. We did all the stuff. It was kinked because it was now 7cm out when we placed (B)(6) 2022 it was 0cm. Once we got the kink out it worked but then we noticed leaking."